Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump was monitored, no blank display, pump error 53 alarm and flashing medtronic logo noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6) 2024 09:45:02.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 09:43:52.000, (B)(6) 2024 09:44:10.000 and (B)(6) 2024 09:44:24.000. Earliest power data available per the power management tool/detail trace file is on 11-nov-2024 at 1:10:59 am. There was no power data available for the date of 27-oct-2024. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 30-oct-2024 in the formatted history file. Sgcalibrationerror (776) was found on: (B)(6) 2024 04:36:03.000. Lostsensor1alert (780) was found on: (B)(6) 2024 01:19:00.000 and (B)(6) 2024 01:29:00.000. Sensorexpiredalert (794) was found on: (B)(6) 2024 21:25:35.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error, lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Pump error 53 alarm (file number 24979 line number 39315) was found on: (B)(6) 2024 09:43:49.000, (B)(6) 2024 09:50:15.000, (B)(6) 2024 10:52:01.000 and (B)(6) 2024 17:44:25.000. As per r&d engineer mark freger, pump error 53 alarm (file number 24979 line number 39315) was generated due to bus exception on main mcu - suspecting the hw (bum). The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for blank display and flashing medtronic logo were not confirmed. However, pump error 53 alarm (file number 24979 line number 39315) was confirmed due to bus exception on main mcu - suspecting the hw (bum). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, pump error 53 (software error detected), flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported a blank display. Display was blank at the time of the call. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.